Manufacturer narrative:
The expiration date of the pump was updated/corrected.

Event description:
Additional information received reported a (B)(4) study was performed and the results had revealed a "questionable leak". The outcome to the patient was "no injury".

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that this patient experienced an increase in spasticity. A pump connector break and a catheter leak approximately five inches from the pump were reported. A catheter revision was performed. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.